Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lots 7566016 and 7548663, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: no information available manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient involved in a clinical study underwent a breast augmentation surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported having had an additional surgery as the pocket of the implant was too big. The affected side and the explantation date were not provided. As the affected side was not provided, the serial numbers for both products are being provided as left implant - lot number: 7566016 / serial number: (B)(6) and right implant - lot number: 7548663 / serial number: (B)(6). The catalog and lot numbers are the same for both devices.